Event description:
Additional clarification for follow up report: while increasing the displacements of the maneuvers, with the clip delivery system (cds 103007415/14), the clip was freed, but a flail chord was observed which resulted in increased mr to 4+. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional cds (10306905/(B)(4)) is being filed under a separate medwatch report.

Event description:
This report is submitted for the clip delivery system (cds 10307415/(B)(4)). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. A cleft was noted on the posterior leaflet. It was decided to attempt to treat the patient. Functional testing of the cds (103007415/(B)(4)) was performed without issue. The cds was advanced, and over 12 attempts were made to grasp the leaflets, but a good grasp could not be achieved due to the cleft. The clip then became caught in the anterior chordae. Many measures were made to free the clip, including cycling the grippers while the clip was in an inverted state. While increasing the displacements of the maneuvers, the clip was freed, but a flail chord was observed which resulted in increased mr to 4. The grippers became unresponsive at the handle which was not immediately after becoming freed from the chords. The cds was removed from the guide, and the gripper line was observed broken. No portion was left in the anatomy. A second cds (10307415/(B)(4)) was advanced to treat the flail, but grasping was difficult. The clip reduced the jet, but the mr was still at 4+. A third cds (10306905/(B)(4)) was inserted. Many grasping attempts were made, but the clip could not grasp the posterior leaflet due to the vicinity of the jet to the cleft. This clip eventually became caught in the anterior chordae. Maneuvers were made to free the clip, but were unsuccessful. The team decided to deploy the clip despite not having any posterior leaflet insertion. There was no device issue with the third cds. The patient's mr remained at 4+. The patient received mitral valve surgery and is recovering well. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information was reviewed and the analysis of the returned product was performed. No damages were noted to the cds shaft; however the clip introducer (ci) was observed to be torn but fully accounted for. No damages were observed on the gripper arms, and all frictional elements were present. While this damage was not reported in the case description, it is likely that the tip of the ci became torn during removal of the cds. If the clip gets caught on the tip of the ci during removal, this can cause the inner components of the clip (frictional elements on the grippers) to dig into and tear the tip material. This damage does not appear to be related to the reported event. The gripper line was removed from the system in two pieces. The total length of recovered gripper line is consistent with the expected full length of gripper line; therefore it was determined that the gripper line was fully recovered. The reported clip caught on chordae and failure to adhere or bond could not be replicated during investigational testing of the device, as they were based on operational circumstances. Potential causes for failure to adhere or bond to the leaflets can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions, and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner / thicker, restricted and prolapsed. In this case, it is likely that the leaflets were difficult to grasp due to the presence of a cleft. The clip likely interacted with the anterior chordae during the grasping attempts, which resulted in the difficulty during clip removal. During attempts to free the clip, the apex of the gripper line likely became kinked and eventually fractured / broke during further manipulation after it was freed from the chordae. Based on the information reviewed and the evaluation of the returned device, the cause for the failure to adhere or bond and difficult to remove (from the chordae) was found to be related to patient anatomy / procedural conditions, and not related to the device. The broken gripper line was most likely caused by the cycling of the grippers while trying to free from the chordae; due to these cycling attempts, it is likely that the gripper line became kinked and broken. The reported patient effects of mitral regurgitation (worsening) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known potential complications associated with the mitraclip procedure. Based on the reported information, it was determined that the tissue damage was most likely resulting from the clip being caught in the chordae; displacement maneuvers to free the clip potentially created a flail chord, resulting in an increase in mr.. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.